Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller pcb in drawer 4.2 had failed, prohibiting the all-in-one from booting up. A field service engineer replaced the drawer controller pcb and then up on rebooting the system to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station not booting up, device is in offline. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.